Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the cgm reading was 300 mg/dl and the bg finger stick was 200 mg/dl. The patient used the cgm value to make a treatment decision and self-administered 10 units of insulin. She developed symptoms of dizziness, weakness, shivering and chills and went to the emergency room (ER). The bg finger stick at the ER was 36 mg/dl and she was treated with 'IV sugar'. After her bg values increased, she had no symptoms and was discharged in good condition. At the time of the report, the patient was doing okay. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.